Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of air in line, this problem occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated that the drain volume was not increasing and she noticed air in the patient line. The hc had not alarmed yet, but the cg expected it to soon. The tsr advised the cg to end therapy and start over with new supplies. The tsr walked the cg through ending therapy procedure. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the cg on (B)(6)-2012. The cg stated the following: the cause of the air was unknown and there was no air noticed after priming was completed. The sample was discarded and a companion and lot number were not available. Therapy was going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.